Event description:
Cataract surgery alcon labs equipment was used for my surgery, I understand they knew of problems with their equipment. Have had terrible results since procedure. I am now having those implants removed after 2 years and replaced. We still do not know if my vision will ever be the same.